Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned devices for the reported lot were tested with clinical negative urine samples. All devices yielded expected negative results at 3 and 4 minutes. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned devices performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. Case details indicate urine samples with cloudiness or particulates not allowed to settle prior to testing. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2018: patient presented to the facility for an unspecified reason. Patient urine specimen was tested at 9:51 am on the henry schein hcg urine cassette and the result was positive. It was unexpected to obtain a positive result as the patient was menstruating. The customer notes the specimen was bloody due to the patient having her menstrual cycle. A repeat test was performed on the henry schein hcg urine cassette and the result was also positive. Confirmatory blood work was performed at (B)(6) and the serum quant result was negative (exact result was not provided). The customer states there were no adverse patient outcomes reported. Customer did not allege a delay in treatment due to the false positive result. No further information provided.